Manufacturer narrative:
Visual analysis of the returned device identified crease fold, deformation, white particles, and cloudiness/bubbles in the gel observed after autoclave disinfection process. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and hematoma. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and hematoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were capsular contracture, baker grade IV and hematoma.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and hematoma. Device has been explanted.